Event description:
It was reported that the user received an insulin set expired alert followed by an insulin occlusion alert, and was advised that the occlusion indicated a blockage affecting insulin flow through the infusion set or tubing; education covered potential causes such as kinking, air bubbles, or tissue issues, and the need to test flow and change the site if flow was impaired. Symptoms included no reported adverse clinical effects. Outcomes included resolution after a full supply change, including infusion set replacement. Investigation included user troubleshooting and education on occlusion causes, tubing inspection, and site change guidance. Investigation of this case revealed that the occlusion was resolved after the user performed a complete supply change, consistent with flow obstruction in the infusion set or tubing. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion related to the infusion set or site, with contributory factors including prolonged wear time.

Manufacturer narrative:
Initial.